Event description:
The pump was returned for investigation. Investigation revealed that the display lens had multiple scratches. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2013 with the following findings: during investigation, the display lens was observed to have multiple scratches. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.